Event description:
Consumer complaint of blood result reading of "hi". The customer states that she keeps getting the result "hi" on both of her meters. The customer is on insulin is very afraid and does not know what to do at this moment. I advised to customer seeks medical attention and will follow up with customer. Followed up with the customer on (B)(6) 2014 at 08:38 pm. Spoke to the daughter-in-law. Unable to perform blood test at the time of the call due to customer being asleep. Reviewed the last 5 blood results in the meter memory: 90mg/dl on (B)(6) 2014 at 06:09 am; hi on (B)(6) 2014 at 08:30 pm; hi on (B)(6) 2014 at 8:13 pm; hi on (B)(6) 2014 at 07:58 pm; 235 mg/dl on (B)(6) 2014 at 05:30 pm. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:strip issue or user has high glucose value.

Event description:
Consumer complaint of blood result reading of "hi". The customer states that she keeps getting the result "hi" on both of her meters. The customer is on insulin is very afraid and does not know what to do at this moment. I advised to customer seek medical attention and will follow up with customer. Followed up with the customer on (B)(6) 2014 @ 08:38 pm. Spoke to the daughter-in-law. Unable to perform blood test at the time of the call due to customer being asleep. Reviewed the last 5 blood results in the meter memory: 90mg/dl on (B)(6) 2014 @ 06:09 am; hi on (B)(6) 2014 @ 08:30 pm; hi on (B)(6) 2014 @ 08:13 pm; hi on (B)(6) 2014 @ 07:58 pm; 235mg/dl on (B)(6) 2014 @ 05:30 pm. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).